Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of death, lung disease and cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box h: type of reported complaint was captured serious injury in previous report. Type of reported complaint was corrected.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer received information from uno legal litigation in reference to a repaired/recertified dream station CPAP with an allegation of death, lung disease and cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Model number (rfb), model number, catalog item identifier (rfb), catalog item identifier, evaluation method code, evaluation results code and conclusion code grid has been updated.